Manufacturer narrative:
Following the reported event, the user facility requested that steris perform an inspection of all washer racks in the department. A steris service technician arrived onsite to inspect the racks and spoke with user facility personnel regarding the reported event. Through follow-up, the technician learned that a second employee had also obtained a scrape while unloading a tray from a washer rack. The second employee did not seek medical treatment and continued to work. While onsite, the technician inspected all racks in the department and found small burrs on six of the eleven racks. The technician deburred the six racks, visibly inspected the racks, and returned them to service. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a scrape on their forearm while unloading a tray from the washer rack. No medical treatment was sought or administered, and the employee continued to work.